Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that at a approximately 3:00am, the nurse noticed a puddle of fluid on the floor next to the machine during a patient¿s continuous renal replacement therapy (crrt). The fluid was pouring from the base of the ultraflux emic2 filter with no obvious hole, crack or weak connection. The leak appeared to be coming from the screw base ridge, which is part of the filter. After the disconnecting the patient, they tried to tighten the base and inspected further but there were no signs of damage or leak origin. The machine did not alarm to indicate low pressure. The patient¿s treatment was terminated. Upon follow up, it was noted that the patient did experience blood loss, amount unknown, but it was noted that the amount was possibly the entire circuit. The healthcare professional was unable to wash the circuit back to the patient. The fluid that was leaking was dialysate. Saline was attached to flush the blood back to the patient to take the set down and then the saline leaked out from the same point. The multifiltrate pro machine was used in treatment. The patient did not experience injury or harm, or did the patient require medical intervention. The sample is not available to be returned.

Event description:
It was reported that at a approximately 3:00am, the nurse noticed a puddle of fluid on the floor next to the machine during a patient¿s continuous renal replacement therapy (crrt). The fluid was pouring from the base of the ultraflux emic2 filter with no obvious hole, crack or weak connection. The leak appeared to be coming from the screw base ridge, which is part of the filter. After the disconnecting the patient, they tried to tighten the base and inspected further but there were no signs of damage or leak origin. The machine did not alarm to indicate low pressure. The patient¿s treatment was terminated. Upon follow up, it was noted that the patient did experience blood loss, amount unknown, but it was noted that the amount was possibly the entire circuit. The healthcare professional was unable to wash the circuit back to the patient. The fluid that was leaking was dialysate. Saline was attached to flush the blood back to the patient to take the set down and then the saline leaked out from the same point. The multifiltrate pro machine was used in treatment. The patient did not experience injury or harm, or did the patient require medical intervention. The sample is not available to be returned.

Manufacturer narrative:
Correction provided in h6. Plant investigation: the described situation is adequately addressed in the instructions for use (IFU) and/or on the label and the product deficiency is not related to falsification. The complained sample was not available and no meaningful pictures were attached. A failure during manufacturing process can be excluded based on the investigation. The filters are 100% tested for their tightness in the production line. The reported failure could have been caused by improper handling during logistics. Device history review (DHR) showed that the products have been inspected according to the inspection protocol and were found conforming to specifications. No indication for any relationship with the reported failure mode has been found during the review.